Event description:
A hysteroscopic procedure for the removal of a polyp was in progress when the resectoscope cutting loop electrode broke. The metal wire loop broke off completely, but it was retrieved from the tissue without difficulty. No pt problems were reported.